Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10 june 2024, patient encountered low blood glucose level. The patients bg level was found to be 24 mg/dl the patient was hospitalized due to low blood glucose. Dka was reported due to low bg. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6000949 have already been previously tested in the complaint (B)(4) on 29/aug/2025. Test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6000949 was manufactured according to the work instruction (wi), version 14 packaging in the multivac 10, on 23/may/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/aug/2025 against malfunction code malfunction cannot be determined and lot 6000949 and found other 1 complaint have been registered in database for the same lot 6000949 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.